Manufacturer narrative:
Summarized patient outcomes/complications of concomitant catheter ablation and left atrial appendage occlusion with the amulet occluder from emerge laa post-approval study were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, prior ablation. Some of the complications reported were stroke, pericardial effusion, thrombosis, embolism, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: concomitant catheter ablation and left atrial appendage occlusion with the amulet occluder from emerge laa post-approval study

Event description:
The article, "concomitant catheter ablation and left atrial appendage occlusion with the amulet occluder from emerge laa post-approval study", was reviewed. The article presented a retrospective, multicenter study to assess outcomes in patients undergoing concomitant catheter ablation (ca) with an amulet occluder in the emerge left atrial appendage (emerge laa) post-approval study. Devices included in the study were solely amplatzer amulet. The article concluded that combined ablation with laao approach is feasible and safe with the dual-seal amulet occluder, providing an efficient means to manage atrial fibrillation and stroke risk. [The primary and corresponding author was christopher ellis, vanderbilt heart and vascular institute, vanderbilt university medical center, 1211 21st avenue south, mce 5414, nashville, tennessee 37232-8802, USA. E-mail: christopher.ellis@vumc.org]. The time frame of the study was from 14 august 2021 to 15 december 2023. A total of 12,151 patients were included in the study, of which all received an abbott device. In the laao+ca group, the average age was 74.7 years and the majority gender was male. In the laao-ca group, the average age was 77.1 years and the majority gender was male. Comorbidities included atrial fibrillation, prior ablation.